Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Asr revision reported via sales rep. Asr xl, right. Asr revision, summit stem stayed in, doctor removed asr acetabular and replaced with zimmer cup. Used a depuy head for summit stem. It was noted by doctor in surgery that significant erosion had accured and the trunion/asr sleeve interface upon removal of the asr trunion sleeve. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Asr revision reported via sales rep; asr xl; right; asr revision, summit stem stayed in, doctor removed asr acetabular and replaced with zimmer cup. Used a depuy head for summit stem. It was noted by doctor in surgery that significant erosion had accrued and the trunion/asr sleeve interface upon removal of the asr trunion sleeve. Patient name is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable.  Depuy synthes has been informed that the catalog number and lot number is not available.